Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding apt patient who was implanted with a neurostimulator for spinal cord stimulation - radicular pain syndrome(radiculopathies). It was reported that the patient wanted to have stimulation reprogrammed. Patient reported that this morning when she turned on her stimulation, she couldn¿t feel her lower leg and the stimulation felt too tight. Patient typically shuts off their stim at night. Patient called back and reported this morning they woke up and could no longer feel stimulation going past right knee. Patient stated she was feeling stimulation in her belly when the scs was turned up. Patient reported normal positional changes. Scs feels stronger when laying down and therefore the patient turns off scs because it can feel too strong. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the cause was not determined however it was thought additional nerve damage. It was reported a new program was created as an action/intervention to resolve the issue.